Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for no disposable, clamp tubing. The pump settings were reviewed and the pump was restarted. The pump display read run at the end of the call. No patient injury was reported.